Event description:
The pt's daughter called to report that her mother had two cypher stents implanted. One in 2006 and the other in 2003. Approx 11 days post stent implantation, the pt experienced a massive heart attack and passed away.

Manufacturer narrative:
Please note: this is one of two prods involved with this adverse event in which associated MFR report #s are: 3003742446-2007-00260 and 3003742446-2007-00261. The event involved a female with unk medical history. The indication for admission to hosp is not known, however, a coronary arteriogram revealed coronary artery disease of an unk vessel(s). The pt's daughter reported her mother underwent implantation of two unk cypher stents eighteen days apart. The pt experienced a "massive heart attack" approx eleven days following implantation and subsequently expired. No other info about the pt, lesion, procedure or event is available. The stents remained implanted in the pt and thus not available for eval. The lot #s of the cypher stents is not known; and so, a device history records review was not conducted. Based upon the very limited info provided, it is not possible to draw a conclusion about a relationship between the devices and the event. There is no clear indication this event was design or mfg related.